Event description:
Customer called for son to report pod that they took off prematurely due to high unexplained bg's. He said that the cannula appeared bent when they removed the pod. The history he provided was the following: at 10:30 am -put new pod on; bg 338- took .9 unit bolus. At 12pm - ate lunch and took 1.2 unit bolus. At 230 pm - 430 bg, so removed pod. No further problems reported. The device is being returned for eval.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The eval confirmed a malfunction that was not consistent with the caller's description. The pt stated that the cannula appeared bent. It was confirmed that the needle mechanism had not activated due to a mfg defect. This was the more likely problem that contributed to the reported event. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.